Event description:
Additional information received reported that the patient had an infection. The tissue was reported as having been eroding in the pocket. The patient had a surgical revision, a peripherally inserted central catheter and the patient was hospitalized. The patient was stated as ¿oic now¿ and doing well. The square shape of the device with the edges was noted as contributing to pocket erosion. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported the patient thought they were getting another infection at this time. The reporter stated they had redness over the old scars and it itched. The reporter further stated the device was sticking out of his chest. It was noted the patient was tall and lean until they got the device put in. It was further noted the patient stated their healthcare professional may want to put in another device. It was noted the patient did not want to have two devices and was afraid their leads would need to be re-tunneled. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v535392, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).